Manufacturer narrative:
(B)(4). Method: the returned complaint bc180 nasal tubing was visually inspected for damage. Results: the breathable film of the returned nasal tubing was torn between the fourth and fifth spiral near the circuit connector end. A lot check was not performed as no lot information had been provided. Conclusion: the tear in the tubing was rough suggesting that the damage may have occurred as a result of rough handling. The use of support devices (like christmas trees and angel frames) can also damage the tubing. The user instructions that accompany the bc180 infant nasal tubing provides the warning "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product". A caution insert, which is included in the bc180 packaging, reminds the users to take extra care when handling the flexitrunk nasal tubing. The user instructions also state that "the product is intended to be used for a maximum of 7 days." We have received (B)(4) other complaints of this nature in the past 12 months.

Event description:
A hospital in (B)(6) reported that after six days of use staff noted loss of seal and noticed that the coil had split on a bc180-05 nasal tubing. There was no patient consequence reported.